Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the j-loop of two (2) one-link non-dehp standard bore catheter extension sets were deformed at the tip that slides into the IV catheter hub causing it not to connect to IV catheter hubs. The issue occurred before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h4, h6, and h11: h11: the actual device was not available; however, three (3) photographs of the samples were provided for evaluation. A visual inspection was performed, and a deformity to the tip of the loop that slides into the IV catheter hub and deformity in the collar of the male luer were observed causing it not to connect. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.